Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were low at 42 mg/dl. Low bgs were treated by drinking juice. Troubleshooting was performed, and the pump was found to be performing as intended. The customer stated that the pump and supplies were likely not the cause for the low bg, however the root cause is unknown.